Event description:
This ra lead was implanted on (B)(6) 2006. A call to technical services on 8/30/2011 states that they are seeing noise that causes inappropriate atr - 2 events so tar, impedances are 1073, pacing thresholds 2.6@0.5. Impedance was 388 at implant. Noise goes back to on (B)(6) of this year. Are monitoring tor now. Patient is a weight-lifter. Noise can be reproduced with isometrics. Patient does not have history of a-fib. Discussed how noise on atrial egm could affect v-tachy events - device is programmed with rid on, so discussed possibility of programming atrial discriminators off to keep atrial noise from influencing detection decisions. Caller will review with physician. Will be working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).